Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a white ring inside a bd¿ syringe ll ns appearing at 0.1 ml mark.

Event description:
It was reported that there was a white ring inside a bd¿ syringe ll ns appearing at 0.1 ml mark.

Manufacturer narrative:
Investigation: one photo of a loose 1ml syringe with a blue tip cap was received and visually inspected. It was observed there is a faded white ring at the 0.1ml mark on the inside of the barrel wall. It appears to be silicone residue from the rubber stopper. The potential root cause for the white ring defect cannot be determined based on photos provided, it is difficult to determine if the defect is silicone residue without having the actual samples to evaluate other aspects of the product that could lead to a better understanding of the product defect found and the source of the problem. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.